Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4).

Event description:
It was reported from canada that during an unspecified surgical procedure it was observed that the small battery drive device stopped working. It was reported that there was no delay in the procedure due to the event. It was reported that a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on the 26th day of an unknown month in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the small battery drive device and the reported condition that the device stopped working was confirmed. An assessment was performed, and it was determined that the unit did not run. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function and check the function with the epd console. It was noted that additional steps could not be performed due to the condition of the received device. The assignable root cause of the reported failures could not be determined. A review of the device history was performed and no non-conformances were detected related to the reported condition.